Event description:
It was reported on an unknown date that the implants had to be removed due to infection. This is report 1 of 3 for (B)(4). This report is for a peek implant.

Manufacturer narrative:
Infection and revision surgery event date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: sd800.433. Lot number: 697p477. Part manufacture date: 02-24-2022. Manufacturing location: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record of this lot revealed no complaint-related anomalies. The device history record shows that the patient specific implant (psi) was processed through the normal machining, laser etch, finishing, inspection, and packaging operations. The product lot met all specification criteria at the time of release with no issues documented during manufacture that would contribute to the complaint condition. The product lot met all specification criteria at the time of release with no issues documented during manufacture that would contribute to the complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.